Event description:
After the surgeon fired the stapler it was noted that the stapler did not fire completely. It was removed with some difficulty and a second stapler was opened and used successfully.